Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, a high out of range pacing impedance alert was noted on the right ventricular channel. No intervention was performed. The patient was in stable condition.